Event description:
A customer reported that the usb port on their device had external debris, making it difficult for the cable to maintain contact for charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined any follow-up from technical support.